Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned two motor error alarms during basal. Caller did not recall any significant events leading up to the error alarms. Blood glucose level was 254 mg/dl at the time of the call. Caller stated that she believed the high blood glucose level was due to the motor error alarm occurring. No further information was provided.